Event description:
It was reported that through the research article, ¿use of the heartmate 6 for biventricular heart failure in a patient with contraindications to heart transplant¿ that heartmate 3 (hm3) may be associated with thrombosis. This case report described the use of two heartmate 3 devices implanted in a biventricular assist device (bivad) configuration, which functioning as a total artificial heart (tah) in a 29-year-old female patient with severe, refractory biventricular heart failure who was not eligible for immediate heart transplantation. Following bilateral ventriculectomy, both hm3 devices were implanted and required careful postoperative management with differential speed and flow settings. The patient experienced postoperative complications including rvad thrombosis, which was managed with thrombolytic therapy and device speed adjustment. The configuration provided lifesaving circulatory support and served as a bridge strategy while the patient underwent further management toward potential transplantation.

Manufacturer narrative:
Sections a and d: specific patient information and device serial number are documented as unknown. Details are listed in the attached article. Device was implanted at time of event. Section b3: date of event has been entered as: (B)(6) 2024 as the patient was implanted on (B)(6) 2024 and the thrombus occurred in the post implant setting. (B)(6). Bradshaw, a., briscoe, j. B., bradshaw, j. C., pasrija, c., & polanco, a. (2025). Use of the heartmate 6 for biventricular heart failure in a patient with contraindications to heart transplant. The journal of heart and lung transplantation, 44(4). Https://doi.org/10.1016/j.healun.2025.02.609. Manufacturer's investigation conclusion: the report of thrombosis within the patient¿s heartmate 3 device, serial number (B)(6), which was utilized as a right ventricular assist device (rvad), was unable to be confirmed as the device was not returned for evaluation. A specific cause for the reported thrombosis could not be conclusively determined. The patient ultimately underwent a routine transplant. It was reported that the bivads functioned as intended and would not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. It was reported that the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), was used as a right ventricular assist device (rvad) which is not an approved indication. The heartmate 3 is indicated for left ventricular assist device (lvad) support, and all labeling, physician training, and customer marketing materials are aligned with this indication. The heartmate 3 lvas instructions for use (IFU), is currently available. Section 1 ¿introduction¿ lists pump thrombosis as an adverse event that may be associated with the use of heartmate 3 lvas. Section 1 provides an explanation of all pump parameters, including speed, flow, and power. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 ¿patient care and management¿ lists thromboembolism as a potential late postimplant complication that may be associated with the use of the heartmate 3 lvas. This section also contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. Section 1 and section 6 of the IFU, instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.